Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump case was coming off¿ was confirmed. Visual inspection showed damage to the top case and bottom case with a broken standoff and missing screw. Probable cause due to material aging and damaged during use. Device is repaired by replacing the top case and bottom case. Additional findings of ¿travel reverse error¿ was found during pci flow accuracy testing, probably due to normal wear of the drivetrain. The device was repaired by replacing the following parts including the leadscrew, coupler, worm gear, clutches, plunger cable, plunger case left, plunger case right, and plunger potentiometer. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump case was coming off¿; during device evaluation a ¿travel reverse error¿ was found during pci flow accuracy testing. There was no patient involvement and no patient harm.